Event description:
It was reported that staff members went to move the bed and allegedly the bed took off on drive and slammed the staff member in between the door and the bed. No injuries were reported for this event.